Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose levels. The customer's blood glucose was 407 mg/dl at the time of incident. Customer also reported of receiving excessive no delivery alarms. Troubleshooting was performed for alarm and insulin did exit. Customer requested for insulin pump to be replaced. The insulin pump will be returned for analysis.